Event description:
The customer stated that an architect potassium result of 9.3 mmol/l was generated for a patient sample that retested at 4.9 mmol/l. The same sample was tested on a different architect analyzer and the result was 4.9 mmol/l twice. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) was dispatched to address the issue. Fs found the ict probe was very dirty, the r1a probe was partially blocked, and the sample syringe seals were leaking. Fs identified the likely causes for the issue to be the dirty ict probe, failed syringe seals, and the partially blocked r1a probe. The customer's service history does not include a recurrence of ict module related issues. Review of quality metrics did not identify any product issues, non-statistical adverse trends, or adverse trends associated with the ict probe, r1a probe, and/or the sample syringe seals (o-ring, seal tip, and seal tip a review of the architect system operations manual revealed adequate labeling with regard to system maintenance, removing and installing the ict module, ict probe, r1a probe, and the sample syringe o-rings and seat tips 1 and 2, and troubleshooting the customer's issue. A singular specific cause for the discrepant potassium results was not identified. Abbott field service resolved the issue by performing maintenance and replacing parts. Fs identified the likely causes to be the ict probe, r1a probe and the sample syringe seal tips 1 and 2. Based on the available information, a deficiency is not identified.

Manufacturer narrative:
(B)(4). An abbott field service representative attended the customer site on (B)(6) 2011 and replaced the architect sample probe, sample probe inner tube and ict module. An investigation is in process. A follow-up report will be submitted when the investigation is complete.